Manufacturer narrative:
'Simple-safe-sure fluid drainage just above breast tissue expander using 18-gauge blunt cannula' kagaya yu; arikawa masaki; kageyama daisuke; sekiyama takuya; akazawa satoshi; plastic and reconstructive surgery. Global open, (2018 oct) vol. 6, no. 10, pp. E1983. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿simple-safe-sure fluid drainage just above breast tissue expander using 18-gauge blunt cannula¿ it was reported that a patient experienced a severe infection. Additionally, ¿thinning of the skin envelope occurred later, and the inserted te was nearly exposed.¿ the patient¿s reconstruction was performed with latissimus dorsi myocutaneous flap and not a silicone implant. The first observation of infection was seen 26 days postoperative date. The patient was treated with antibiotics, cefaclor 1500 mgx21 days, and the ¿final diagnosis of settle down¿ occurred 61 days postoperative date. The side experiencing the event is unknown. The device status is unknown.

Event description:
Healthcare professional has confirmed the event of abscess.